Event description:
Related manufacturer report number 3006705815-2022-00091. It was reported that patient¿s stimulation was auto reducing. Upon diagnostic testing high impedance issue was observed. Programming changes were attempted however it was unsuccessful. Patient had a work-related injury. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2022-00870 new information received states that the system was explanted, and a new system was implanted. There were no complications during the procedure. Patient was stable.